Manufacturer narrative:
The explanted ipg was not returned to bsn as it was kept by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing difficulty charging the ipg due to pocket was too deep. The patient underwent an ipg replacement. No device malfunction was suspected. The patient was doing well postoperatively.